Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report # mw5181858 was received with the following information: "differential diagnosis post surgery includes product risk for aseptic meningitis or fungal infection, surgery risk for aseptic meningitis. Postoperative aseptic meningitis with positive biomarker (fungitel) suspicious for fungal infection lab tests - csf wbc, protein, glucose; fungitel csf assay suspect product - duragen plus 3x3- dp1033- lot num: 7485391, expiration date: 12/31/27. Brain surgery." Additional information has been requested.